Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a rash under the electrodes of the lifevest equipment. Patient described the area as red, itchy pustules. Patient reports a nickel allergy. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed cortisone for the skin irritation. Outcome of the rash is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.